Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that both the probe tip and the grasping section had contact marks with each other. The ptfe pad of the subject device was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. These types of the error and the ptfe pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the reported error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. It was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR report number 8010047-2016-01574.

Event description:
During an unspecified procedure, two sonicbeat devices were failed. After two hours of use, probe damage error occurred. The ptfe pad of the 1st device was separated. The user exchanged it with the 2nd device and continued the procedure. However, the ptfe pad of the 2nd device was separated after ten minutes of use. The procedure was completed with another sonicbeat. There was no patient injury reported. This MDR is regarding the 1st device of two devices.